Event description:
A report was received that the patient had a blister on her back. The physician prescribed the patient to apply neosporin salve to the site. The patient underwent removal of the lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.